Event description:
The hcp reported that in 2004, the patient developed fever, redness, and drainage at the device pocket site. Cultures were positive for beta strep. The patient was treated with IV and oral antibiotics. The interstim system was explanted 1 month later. And the infection was reported to have resolved.